Event description:
Philips received a report that the patient's fifth finger of the left hand was caught between the table top and the flex track cover during horizontal movement of the patient's bed.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The primary root cause of this finger pinching related incident is use error. The user has not strictly followed the safety instructions and warnings to protect the patient. The finger pinching related incident could have occurred due to misuse by a person who was either untrained and unsupervised (violation of the IFU and local safety procedures), or by a trained employee who was not following the IFU and/or was also ignoring the warning labels (conscious decision to act in opposition to training and/or normal use instructions). In addition, no arm boards (protective measures to prevent finger pinching) were used at the time of the alleged harm (which, as stated IFU, should have been provided to prevent the patient from grabbing around the table sides and pinching the fingers during horizontal table motion, which is what happened in this event). This is considered an unfortunate incident that could have been prevented. The instructions for use clearly mentions this type of hazard and how to prevent it from happening.